Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent vaginal and urethral injections in 2012 and 2013 due to severe scarring, pain and stress urinary incontinence. The patient underwent hip replacement in 2012 and spinal surgery in 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 12/8/2016.